Manufacturer narrative:
The investigation concluded that lower than expected vitros digoxin (dgxn) results were obtained from a vitros performance verifier (pv) and a non-vitros (biorad) quality control (qc) fluid using vitros dgxn slide lot 1916-0251-2534 in combination with a vitros 250 chemistry system. The investigation determined the most likely assignable cause was user error, related to use of an expired on-analyzer reagent. Additionally, a calibration issue or a reagent issue could not be ruled out as contributing factors, as qc results do not meet expectations. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros dgxn slide lot 1916-0251-2534. Within run precision testing meets expectations; therefore, the instrument can be ruled out as a contributing factor.

Event description:
A customer obtained lower than expected vitros digoxin (dgxn) results from a vitros performance verifier (pv) and a non-vitros (biorad) quality control (qc) fluid using vitros dgxn slide lot 1916-0251-2534, tested on a vitros 250 chemistry system. The results exceeded vitros dgxn potential health and safety criteria when compared to the center of the range of means for the pv and the center of the customer¿s range for the non-vitros qc fluid. The results are provided below: vitros performance verifier ii (lot a6018) dgxn result of 1.4 ng/ml vs. An expected result of 2.15 ng/ml. Non-vitros biorad quality control fluid (lot 26422) dgxn results of 1.38, 1.95, 1.87, 1.89, 1.95, 1.93, and 1.91 ng/ml vs. An expected result of 2.98 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros dgxn results were generated from non-patient fluids; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).